Manufacturer narrative:
(B)(4). The customer contacted baxter's technical service center to report an inaccurate fluid reading on a homechoice (hc) machine during fill 1, patient connected. The device was returned for evaluation. A volumetric accuracy test was performed and found no issues. The reported issue could not be confirmed during event history log review or sample evaluation. The product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the reported issue. The device was determined to meet functional performance specification requirements. The assignable cause was undetermined. Device was sent to servicing.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report an inaccurate fluid reading on a homechoice (hc) machine during fill 1, patient connected. Fill one volume was 34 ml. The home patient (hp) stated she did an initial drain and that number was not recorded correctly. She stated she did not drain out 1400 ml, but did not provide the number the hc recorded for the drain. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.